Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
Complainant alleged that the device self-triggers auto cycling at 57 breaths per minute. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll germany for evaluation. The customer's report was observed and attributed to the inspiratory block. The inspiratory block was replaced to resolve the report. Section g1 contact information was updated.